Event description:
A pt underwent ivc filter retrieval on (B)(6) 2014. The retrieval kit would not collapse filter. The physician forcibly removed filter with a catheter. A section of the device did not remain inside the pt's body. The pt did not require add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience and adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.